Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2025 in which the lead was repositioned.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient underwent a paddle revision due to lead migration. The paddle was repositioned and secured with small sutures into the plastic edge of the penta and into the dura. Patient was reprogrammed and therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.